Manufacturer narrative:
The sodium electrode lot number was w3376 with an expiration date of 12-mar-2025. The qc results were within the acceptable range. The analyzer alarm trace contained "sample probe: abnormal aspiration, abnormal aspiration (sample pipetter s1), and sample clot detection" errors. These are indicators of possible poor sample quality. The field service engineer found the analyzer needed to be cleaned. He washed the sipper path, ran qc, ise check, and precision. The investigation determined the service actions resolved the issues.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. The samples were repeated on another cobas pro ise analytical unit. Sample 1 initial result was 124.3 mmol/l and the repeat result was 138.1 mmol/l. Sample 2 initial result was 117 mmol/l and the repeat result was 125 mmol/l. The repeat results were believed to be correct.